Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had bacterial infection. The patient was treated with oral and intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.